Event description:
Sterile packaged needle/syringe opened, nurse experienced difficulty inserting needle into skin. Investigation revealed burr at tip of needle. Other sterile product opened and same issue discovered. Toradol and zofran im injection attempted. Dates of use: (B)(6) 2013. Diagnosis or reason for use: use in intramuscular injection of antiemetic.